Event description:
Clinical study: it was reported that less than 24 hours after a coronary artery drug eluting stenting procedure the patient experienced a stent thrombosis (st) and required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.6mm, 11mm long, 70% stenosed portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with direct stent placement of a taxus liberte' 2.75x12mm drug eluting stent in the target lesion. Less than 24 hours after the procedure the patient experienced a st and required a tvr of the prox lad. The physician performed successful balloon angioplasty of the prox lad. The patient was discharged 3 days later on plavix and aspirin.